Event description:
It was reported that the patient had the neurostimulator device placed about 10 years ago to help with urgency and frequency issues related to her interstitial cystitis. In 2013, the device was replaced. It had been shocking her recently when she turns it on. The patient had been diagnosed with erythromelalgia and questions if the device was worsening her condition. The original intended procedure was for the device to not shock the patient and last longer than two years. It was noted when the device was explanted, it was not replaced. It was reported that the device failed. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Event description:
Additional information received from the health care professional (hcp) reported the shocking resolved with the device being turned off. The medical doctors requested the device be removed to due patient autoimmune disorder. The shocking had been resolved with the removal of the device.

Manufacturer narrative:
Concomitant product(s): product ID: 3889-28, lot# va09q1b, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).